Manufacturer narrative:
A3 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal not reliable alarm. The alarm was disabled and no patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d1 brand name corrected.

Manufacturer narrative:
H6 updated with a0502. The investigation is still ongoing.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
Corrected information has been provided in h9.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue was optical sensor damage. Per the impella cp IFU (0048-9007): "use with shockwave intravascular lithotripsy (ivl) catheter at a distance of less than 20 mm between the optical sensor and ivl device may interfere with or damage the impella optical sensor." Though an image was returned measuring the two devices at 25.22 mm apart, the measurement could not be confirmed to be correct/accurate based on several potential errors in the methods. For this reason, the cause of the optical sensor damage could not be established.